Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot number was received for the devices, the device history records could not be reviewed.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ncb®-pt drill bit ø2.5mm, quick couple.) Are marketed in USA, and therefore this report was filed.    (B)(4).

Event description:
It was reported that during surgery on (B)(6) 2017, an ncb pt drill bit with quick coupling, 2.5 mm broke. The surgeon could not insert the screw into the screw hole. The implant therefore could not be removed from the patient.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was not received. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Review of event description: event summary: during surgery on (B)(6) 2017, the ncb drill bit broke and it was impossible to insert the screw into the screw hole. The broken piece of the drill bit remained in patient body (tibia). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: according to biocompatibility specification document, it is described that: "in accordance with iso 10993-1 the trauma instruments group 1: cutting and drilling instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours (a ¿ limited)". Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. Not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Possible, as the device was not returned, corrosion cannot be excluded. Instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument breaks or deforms due to off-label / abnormal-use possible, as device was not returned, no surgical reports or x-rays were received, this point cannot be excluded. Conclusion summary: it was reported that during surgery on february 16, 2017, the ncb drill bit was broken. The broken piece could not be removed from the tibia of the patient. In addition it was impossible to insert the screw into the screw hole. No information received about the procedure, therefore it is not known for what the screw had to used. Neither x-rays, operative notes, office visit notes, nor devices or photos of the broken instrument were received; the condition of the component is unknown. Patient factors that may affect the performance of the component such as bone quality (tumor-hard bone) and relevant medical history are unknown. As the surgical report of implantation or any intra-operative x-rays have not been received, no further statement can be done. It has to be considered that the broken piece was left in the tibia of the patient. According to biocompatibility specification document, it is described that: "in accordance with iso 10993-1 the trauma instruments group 1: cutting and drilling instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours (a ¿ limited)". Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4)